Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Medications - medications - klorcon, lasix, atenolol, amlodipine, folic acid, asa, digoxin, pravastatin, and minocyline. (B)(4).

Event description:
The field sales associate reported the following: on (B)(6) 2009, the patient underwent a hybrid procedure with an open elephant trunk repair of the ascending aorta. The patient also underwent a left common carotid artery to left subclavian artery bypass. During the initial procedure, the patient was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported the gore tag&#59412;thoracic endoprostheses were a planned extension distally from the surgical grafts. On (B)(6) 2016 imaging identified a possible proximal and distal type I endoleak. Aneurysm enlargement was not reported. On (B)(6) 2016, a conformable gore&#59412;tag&#59412;thoracic endoprostheses tgu373710/14763225 was implanted for proximal extension bridging the devices up to the left common carotid to treat the proximal type I endoleak. It was reported the distal endoleak was not treated as it was not communicating with the aneurysm sac and the originally planted device was very close to the celiac artery. It was reported the proximal endoleak was excluded and the patient tolerated the procedure. The patient will continue to be monitored by the physician.

Manufacturer narrative:
Corrected the date of event.